Manufacturer narrative:
Of the 4 allegations of a malfunction, 4 pumps were returned to animas and investigated. Of the investigated pumps, 4 were found to be malfunctioning due to moisture within the pump. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 4 malfunction events. A review of the events indicated that the one touch ping model pump experienced a blank screen w/moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 12-24 years of age and between 65 and 153 pounds. Of the reported patients, 2 were male and 2 were female.

Manufacturer narrative:
Follow-up #1: device evaluation: in quarter 2 of 2018, there were 2 instances of blank screen w/moisture failure found during investigation. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.